Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to access the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to access the pyxis system. A technical support specialist (tss) dialed into the es server. Verified that bd active directory sync service was running under services. Logged into pes and confirmed the user account was active. Opened command prompt and executed net user to inspected account details and verified that the account expiration was set to never and checked domain name configuration. Confirmed the user account was created via active directory. Advised the customer to refer to hit for assistance with her password issue. Multiple follow-up attempts were made over several days, but no response was received from the customer. Proceed with ticket closure. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to access the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.